Event description:
It was reported that boston scientific technical services (ts) was contacted about a stored event which showed noise on the right ventricular (rv) lead. Ts confirmed the noise and saw oversensing and pacing inhibition with greater than two seconds of asystole as well. Subsequently, the patient underwent a revision procedure to ensure the lead was fully inserted into the header. During the procedure, they found the lead was fully inserted, and the physician suspected a recent atrioventricular node (av) node ablation procedure might have impacted the lead. A new rv lead was successfully implanted, and the rv lead in question was surgically abandoned. No additional adverse patient effects were reported.